Manufacturer narrative:
There is no indication of patient involvement. The customer did not return phone calls. The date of the event is unknown. The occupation of the reporter is unknown. Ge's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a failure of the defib sync output function on the patient data module. There is no indication of patient involvement.

Manufacturer narrative:
Investigation revealed the pdm defib sync failure was caused by failure of the pdm das cpu hardware. The failed das hardware was replaced. There is no indication of patient involvement. Patient information could not be obtained after multiple attempts. Attempts were made (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 via phone call.